Event description:
It was reported the patient experienced inadequate stimulation manifested by difficulty moving his right hand and arm, and slowness of gait. A computed tomography (CT) scan taken in the field revealed no anomalies related to the device or the patient's brain; however, it was found the patient had subacute maxillary sinusitis and mastoiditis on his left side. The patient was prescribed antibiotics, and the reported event resolved, and the patient regained adequate coverage.